Event description:
The customer reported that the system displayed a to d channel 3 error. The system was rebooted and did not fail. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep talked with site over the phone. The biomed will run system to see if they can duplicate the symptom. The system is operating as intended.